Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "a piece of the stem inserter broke off during impaction. The piece fell into the wound and was removed."